Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain implant date. Further information was requested but not received.

Event description:
It was reported that the patient had an MRI procedure without placing the device into MRI mode. Following the MRI procedure, patient lost therapy and diagnostics revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.